Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, lot#: unknown, product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency non-obstructive urinary retention. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the wire had come loose where the tape was placed. There were no patient complications reported as a result of this event.